Event description:
It was reported the subject device was broken at the connector and there was a piece of tape with a piece of plastic detached from the connector. There was no report of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. Corrected field- d2a, d9 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified, however based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is the camera cable unit plug of the video cable section was damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was broken at the connector and there was a piece of tape with a piece of plastic detached from the connector. There was no report of patient involvement.